Event description:
Additional information received reported from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was pain on the patient's leg.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0204168702, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was pain on her leg. The outcome was resolved without sequelae. Interventions included repositioning the lead. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included imaging which showed the lead got up 1,5 cm. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the lead which was connected to the implantable neurostimulator (ins). The site was told that 2 weeks before they changed the stimulator the patient fell down and twisted her chest so they did an rx and the lead had migrated up of 1,5 cm. They decided to reposition the leads. The patient came back because there was still pain after the change of the stimulator. The patient still had more pain even after changing the stimulator because of the battery desplanation.